Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 229 pulses and the data indicated typical user-device interaction, as multiple imm. Bolus' were programmed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed. No damages or manufacturing defects were observed that would contribute to the reported unsure properly inserted event. The cause of the reported unsure properly inserted event could not be conclusively determined.

Event description:
It was reported while wearing a pod between 1 and 4 hours the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patients reported blood glucose level reached 347 mg/dl. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.3. Cgm sensor type: g7.